Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio pro meter read inaccurately erratic. The patient reported blood glucose results of "290 and 190 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 15%. The patient did not allege any harm or injury because of the reported issue. The patient was sent a replacement meter. The patient did not have control solution for troubleshooting.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.